Event description:
Mdt rep called to report a percept pc that became non-responsive following a cardioversion on (B)(6) 2024. Rep met with patient today and could not interrogate their device with cp application nor with the patient programmer. Tech services reviewed that the implantable neurostimulator (ins) will need to be replaced. Agent reviewed and sent the ifp on cardioversion programming. Patient did turn off the ins before the procedure. Rep stated that there was a pad that was placed lower mid-chest, so not sure if that played a part in this event. Rep indicated they will send the ins in for analysis when it is removed at a later date. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the neurostimulator was implanted on the right chest.